Manufacturer narrative:
New model pendants were shipped to the account to resolve issue.

Event description:
Account alleged that the pendant cable has pulled away from the body of the pendant exposing the bare metal cooper wiring within the cable. No alleged injuries or pts involved.